Manufacturer narrative:
Upon completion of the investigation it was noted that the setting of the cam when valve was received was at setting 2. The valve was investigated in (B)(4). Review of the history device records confirmed the valve product code 82-8800, with lot crmcwh, conformed to the specifications when released to stock in 18th march 2015. The valve showed no sign of malfunction either in terms of patency or proper rc function. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt placement was done on (B)(6) 2016. Desirable setting was 1. On (B)(6) 2016 8pm, the clinician ordered a post-op CT scan, compared the scan with pre-op scan. The comparison did not show changes in the ventricle size. Patient was drowsy. On (B)(6) 2016 7.30am, patient was found to be at gcs 3, collapsed and unable to wake up. Few surgeons checked shunt position with our tool kit. It showed 6. They adjusted 4-5 times with two different tool kits and both showed reading 6 then subsequently show 5. The shunt was placed at right frontal burr hole and easy to identify the position of valve from outside. Surgeon tried to adjust the valve setting to 1 when the reading showed 6. Unfortunately, the valve setting kept showing at 6 and 5 position. As patient's condition was deteriorating, the clinician decided to bring the patient to eot to explore the shunt. When explored, distal tubing was functioning well. Csf came out under pressure when they removed the valve and ventricular catheter. The clinician decided to replace the valve with another certas plus (code: 828800, lot#: crmcwhr) in suspicion of the existing valve malfunction. He then tried to flush the suspected faulty valve with syringe and checked the setting, it was 1. We were able to program the valve afterwards and it showed correct reading. Surgeon needs an explanation on why this happened and why was the shunt blocked by blood clot.